Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ aviva insight system 1, serial number ¿ (B)(4); (B)(6) ¿ mobile system 2, serial number - unknown.

Event description:
Customer allegedly received a blood glucose reading of 15 mmol/l; took 7.5 units of insulin; time is unknown. Customer also allegedly received a blood glucose reading at noon of 7 mmol/l; and he took an additional 5 units of insulin and customer collapsed later in the afternoon. Emergency room physician where he worked measured his glucose at 2.7 mmol/l; he was treated with grape sugar and he recovered in about 30 minutes. Customer reportedly also received the following results the following day, on (B)(6) 2016, with two different meters, within 10 minutes: 5.4 mmol/l on aviva insight meter (system 1) and 2.9 mmol/l on mobile meter (system 2). Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.